Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported the pt experienced difficulties initiating communication between the ipg and the external devices. The pt also indicated he has not used the scs system in almost six weeks. Replacement external devices were used to no avail. The system x-ray did not show any anomalies with the device. Surgical intervention is pending to address the issue.